Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2019 with the following findings: a review of the pump¿s black box download verified power reboot event on the complaint date of (B)(6)2018. During investigation, the pump was powered on and the display was found to be blank with audible tone and vibration. Investigation revealed a cracked battery compartment. A leak test was performed and a leak was found at the pump case with evidence of moisture inside the internal pump, on all the boards, and on the display. The blank display was due to the moisture. Due to the blank display, further investigation of the pump was unable to be completed. The complaint of a power issue was shown in the pump history but was not duplicated during investigation, however, moisture in the pump was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.